Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was worn and partially separated. The probe had cracks at 18.5mm from the distal end. The manufacturing history was reviewed, with no irregularities noted. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the cracks of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. The activation failure occurred due to the cracks of the probe. The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. *do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result. *do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.

Event description:
During an unspecified procedure, the subject device was used. While in use, activation failure occurred. The procedure was completed with another sonosurg. There was no patient injury reported. As a result of evaluation of omsc on april 17, 2017, omsc confirmed that the tissue pad was partially separated.